Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via email call of high blood glucose readings from the insulin pump. The customer stated that he had unexplainable severe hyperglycemic events. The customer's blood glucose reading was 300-500 mg/dl. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.